Event description:
It was reported that the patient experienced presyncope and received inappropriate shock due to incorrect interpretation of signal on the implantable cardioverter defibrillator. No changes or intervention was performed. There were no patient consequences.